Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/06/2018. A review of the device history record (DHR) confirmed that the cartridge lot passed release specifications. Retained cartridge testing of pt/inr cartridge lot t18164a met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for pt/inr cartridge lot t18164a.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 10/05/2018, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded a suspected discrepant pt/inr result of 5.3 on a (B)(6) year old female patient with deep vein thrombosis. There were no results associated with the complaint to evaluate at time of the call. New information was received on 11/08/2018. Results and patient information became available. There was no additional patient information available at the time of this report. Return product is available for investigation. (B)(6). Target inr: 2.0-3.5 seconds. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.